Event description:
It was reported that during a procedure the unknown blade came out of the blade mount assembly of the es6 sagittal saw while the handpiece was in use. The procedure was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences as a result of this event.

Manufacturer narrative:
The complaint was confirmed. The safety pin was found to fractured, preventing the blade from being properly locked into place. This would have caused the blade to eject as reported.

Event description:
It was reported that during a procedure the unknown blade came out of the blade mount assembly of the es6 sagittal saw while the handpiece was in use. The procedure was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences as a result of this event.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed. (B)(4): the device was received for evaluation; additional information will be submitted once the quality investigation is completed.